Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-rings on the inhalation and exhalation valves were replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. .(B)(4).

Event description:
The hospital reported error messages on the unit resulting in a loss of mechanical ventilation. There was no report of patient involvement.